Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 526 mg/dl. The customer reported a battery out limit alarm that could not be resolved. The customer also reported a frozen display on the insulin pump. The customer also reported that the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm. No frozen screen noted. Insulin pump received intermittent button response due to corroded keypad traces. Insulin pump received with minor scratches on display window, cracked case display window corner and cracked reservoir tube lip.